Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room (ER) due to a blood glucose level of over 500 mg/dl and life threatening ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.